Event description:
Customer reported to beckman coulter, inc (bec) that there was a leak in the needle area of the coulter lh 750 hematology analyzer. Customer reported that the needle bellows was half drained. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was 0.5 ml. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found valve 13 was not releasing properly. The fse replace valve 13 pinch valve and the actuator.

Manufacturer narrative:
(B)(4).